Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported a 376 implantable neurostimulator recharger (insr) code. It was also noted the patient was charging too often. When the patient charged, however, she was able to get all 8 boxes. The patient said her implantable neurostimulator (ins) started acting up. The ins would take longer than normal to charge and would also die out sooner than expected. They felt this was happening because the patient was receiving the 376 error code when charging so it would stop the charging session. There were no symptoms reported. Relevant medical history included complex regional pain syndrome type 1.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that there is a problem with the stimulator. The patient reported that they tried to charge and were getting a 375 and 376 error code. It was reported that seven months ago the error code was also indicated and a new wire for the charger was sent but it is now showing the error codes 375 and 376 again. The patient reported that they have ¼ charger left on the stimulator and they use the stimulator 24/7. It was reported that the issue with the stimulator started 7 months ago and the manufacturer representative came at the healthcare professional¿s office and a cord was sent. The wire sent to charge made a difference at the time but now it was reported it cannot charge. The patient reported that they cannot tell if the stimulator is working or not because they cannot do anything with it. The patient reported their pain level was so high. A replacement antenna was requested but the patient called and stated that they have not receive the replacement antenna yet.